Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete device information. The unique device identifier (UDI #) is unknown because the lot and part number were not provided.

Event description:
It was reported that the patient experienced ineffective therapy. Troubleshooting revealed high impedances. As a result, surgical intervention was undertaken on (B)(6) 2021 wherein the lead was explanted and replaced resolving the issue.

Manufacturer narrative:
The report event of high impedance was confirmed. Analysis of the return lead found a kink/fracture on the outer tubing where all internal wires were broken. The broken wires would have caused the loss of stimulation observed in the field. The fracture was consistent with an overstress condition or sudden event the lead may have been subjected to while still in vivo.